Event description:
The provider states on order number (B)(4) , the transfer bench legs are bowed out. The provider states the consumer was using the bench when the issue was discovered and only weighs about (B)(6) . He states no injuries noted and date code not available (B)(4).